Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after transport from the or to the cviu, a patient receiving milrinone was noted to be hypotensive and the nurse noticed that the milrinone bags needed replacement sooner than expected. Upon hanging the third bag, the nurse noticed the infusion was ¿running at free flow rate.¿ the patient required vasopressors; there was no other patient injury. The customer sent a photo of the lower fitment in the open pump channel, stating ¿you will notice that the tab above the door open clamp is bent. This caused the compression plate to lift slightly off the tubing when the pump door was closed allowing the IV to flow freely.¿ staff did not report noticing anything unusual about the set during priming and did not report any difficulty in loading the set.

Manufacturer narrative:
Omit 2420-0007 from initial report. The customer¿s report of a fluid free flow was confirmed. Visual inspection of the primary set revealed the lower fitment tab was pushed to the side with the bottom half of that side slightly bent; both lower fitment wings were bent. Functional testing was performed. There was resistance while attempting to push in the set¿s lower fitment slide clamp while pressing on the lower fitment tab. The set was then loaded into the received pump module. The bent lower fitment tab was directly in front of one of the membrane frame pieces which guides the lower fitment component while loaded in the pump module. It was observed that the bent areas on the lower fitment were pressed against the lower fitment housing of the pump module and lower fitment slide clamp. The pump module door was closed and it was observed that fluid was flowing out from the distal luer end. The pump module door was opened and it was observed that the pump module platen was not able to be fully pushed in due to the bent lower fitment tab blocking the platen, resulting in the silicone segment tubing not being pressed in. The cause of the fluid free flow was due to the damage on the lower fitment component. The root cause of the damage is unknown.